Event description:
Customer reported system would not let them enter cine mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. System operates as intended.